Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box and alarm history showed no evidence of ¿cs064¿ or any unusual alarms. The returned battery cap was undamaged and able to fit securely. The ¿ez-prime¿ steps were performed correctly and no ¿cs064¿ alarm or any error, alarm or warning occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the motor circuit. The investigation was unable to duplicate ¿cs064¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged a call service alarm 64 issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to resolve the alarm.